Event description:
Upon investigation 10/31/2008, manufacturer's domestic evaluations lab found evidence of burning, meeting on the inside of the screen display of the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Replacement was sent, device returned.